Event description:
It was reported that a spectrum iq pump had an not infuse blood during therapy and when the pump was turned off it continued to run at the medical/ surgical department. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information b5, d9, h3, h6 and h10: b5: additional information was received stating that when they attempted to infuse the blood products, the pump stated that it was infusing and it sounded as though the motor was running as it does when it infuses, however no blood was being pushed through the tubing. The pump would become unresponsive and when they would hit the power button, the green screen which pops up when the pump is turned off was present, but the pump motor would continue to run. No additional information is available. H10: the device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. Flow rate testing was performed, and the flow rate of the device was found to be within specification. The event history log was reviewed. An infusion on the event report date was confirmed. On this day the user of department med surg ran an infusion of blood products, the device stopped the infusion and a downstream occlusion! Alarmed, the auto restart was canceled by the user and downstream occlusion message was cleared by the user. The user ran another infusion. The device stopped the infusion and another downstream occlusion! Alarmed. The auto restart was canceled by the user and the downstream occlusion message was also cleared by the user. A downstream occlusion message displays when there's a closed clamp, kinked tubing, positional catheter, clotted catheter, logged IV filter or other sources of occlusion below the pump. Once the occlusion has been resolved, the pump will automatically restart. Based on the sample analysis, the device did not fail during use. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.